Event description:
It was reported that during a supply change, the user did not observe drops during priming, encountered repeated ¿unable to proceed¿ alerts, and experienced a consecutive motor stall condition that was not resolved after priming and rewinding. The event involved the infusion system including the cartridge, adapt connector, and cd infusion set, and was managed through troubleshooting and education with a successful dry run and a subsequent successful supply change using new supplies. No adverse clinical effects and blood glucose remained unaffected. Outcomes included resumption of insulin delivery and a goodwill shipment of replacement supplies to avoid shortage. Investigation included technical support troubleshooting, user education on proper cartridge installation sequence, and verification of correct setup with new consumables. Investigation of this case revealed user setup error related to installing the adapt connector on the cartridge prior to locking the cartridge into the pump, with no leaks identified and successful operation after correct installation. It was concluded that the event was attributable to user technique, and the device functioned as intended after corrective guidance.